Manufacturer narrative:
The issue of failure to alarm for air in line was evaluated under a formal investigation. It was determined the failure to alarm for air in line occurred when a liquid droplet adhered to the inner wall of a microbore administration tubing set when the solution container was run past dry and the liquid droplet was positioned directly in line with the air sensor, interfering with the air sensing algorithm¿s ability to trigger an alarm for the presence of air.  Several corrective actions had been identified.  A clinical bulletin was issued to notify customers to use air elimination filters and not to over program the volume to be infused in the device.  Secondly, an urgent device recall was issued notifying customers on air mitigations, product information on the use of air elimination filters, priming the filter tubing sets, filter size use with blood tubing sets, and medications that cannot be filtered.  Thirdly, the symbiq system operating manual was updated (B)(4).  Fourthly, the training materials for clinical users based on the changes to the system operating manual were updated.  Next, the production of macrobore and remedial microbore tubing sets were accelerated to meet customer demand and hospira is currently in the process of conducting the recall to replace the customers affected tubing sets.

Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. At an unspecified time, channel a of the pump was programmed in the piggyback mode, to deliver an unspecified concentration of leucovorin, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the customer contact reported, the nurse reprogrammed the pump to deliver an unspecified vtbi (volume to be infused) that was larger than the container size, after the initial vtbi was complete. After an unspecified length of time, the nurse noted air distal to the cassette with no pump alarm. The customer contact reported no air was delivered to the pt. The pump was removed from clinical service. At that time, the customer contact reported the pt's therapy was complete. There were no reported adverse pt effects and no reported delay of therapy critical to this patient. No medical interventions were required. The customer contact stated that during testing at the user facility, the device passed testing by sounding an audible alarm tone when air was present in the tubing set. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval. The customer contact stated that during testing at the user facility, the device passed testing by sounding an audible alarm tone when air was present in the tubing set. This event was identified as part of a customer notification dated april 2010. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).